Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The pump was received with normal operating currents. No blank display or low battery alarms were noted during testing. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump displays low battery one day after battery is installed. Customer also indicated that the display is blank and periodically pump alerts no power. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for errors and found that the customer was using incorrect battery however, pump still had issues when correct battery was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.